Event description:
Pt called lfs alleging that the one touch ultra meter would not power on. Pt reported running low and feeling light headed. Pt tested on another meter and took food and/or a beverage following the test. Pt did not provide any blood glucose results. Pt was treated by a medical professional and was treated with food and/or beverage, however, no other relevant info was provided. The customer service rep discovered through troubleshooting that the meter powered on by pressing the power button and failed to power on by inserting a test strip into the test strip port. The battery was replaced approx 1 1/2 years ago. Medical affairs specialist mailed a letter, since the pt could not be reached at the phone number provided. Pt's meter was replaced. Based on the info supplied by the pt, the event meets the criteria for a medical device reportable.